Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was determined that the following information [it was reported that the physician stopped the pump because the patient was having overdose symptoms following a pump refill. As of (B)(6) 2013, the pump was beeping; the pump had been stopped for longer than 48 hours. The physician wanted the alarm silenced. Additional information has been requested, but it was not available as of the date of this report.] Previously reported in manufacturer¿s report # 3007566237-2013-01956 belongs to manufacturer¿s report # 3007566237-2013-01530 any additional information regarding this event will be reported in manufacturer¿s report # 3007566237-2013-01530. Additional information was received and it was reported that at this point, the physician could not rule in or out the device. The event was ¿completely unexplainable¿. The patient stayed in the hospital for 3 weeks; she had a tracheotomy, small pe (pulmonary embolism), had to be on a ventilator and spent some time in rehab. She appeared to have no lasting effects but was still recovering. She still had the tracheotomy tube. The physician noted that ¿it was as if she had a large amount of local anesthetic, the bupivacaine in her central nervous system¿ but then added ¿that does not make sense at all¿. He also stated ¿she would have had to become narcotized but she did not; she was wide awake during the whole thing.¿ prior to the refill, the refilled volume was accurate and there were no issues found upon interrogation. The patient had no history of anything like this at all. They had not touched the device since the incident. It was not delivering medication at all. The physician was going to remove the device in about 3 weeks and planned to return the device for analysis.

Event description:
Additional information received reported patient spasticity and a catheter malfunction. The catheter had also been explanted.

Event description:
It was reported that during a refill session on (B)(6) 2013, the refill went well; the hcp placed the needle in the reservoir with no difficulty, and the expected amount of medicine was aspirated, and 40 ml were put back in. Then when the needle came out, there was a spray of fluid out of the needle hole. The health care provider (hcp) was concerned about a pocket fill; however, it was noted the pocket did not appear to have any fluid in it and the patient initially felt well. Then within approximately 1 minute of the spray of fluid, the patient complained of numbness of the left foot; became "quadriparetic"which started in the feet and worked its way up her body, and the patient was unable to breathe. An ambulance was called and the patient was taken to the hospital where she began to seize. It was noted the patient was seizing much of the day on (B)(6) 2013 and was in the intensive care unit (ICU). The hcp noted it appeared as though the patient had a high spinal and cerebrospinal fluid (csf) toxicity from the bupivacaine. The patient's status was reported as critical; "fighting for her life"; and on life support. It was noted the patient took "a lot" of oral narcotics in addition to the morphine in the pump, but did not appear to be narcotized. The pump was shut off (B)(6) 2013 while the patient was in the ICU. The hcp stated the programming had been correct, but they had not yet checked the volume in the pump. The physician stated something happened that allowed the pump to administer several cubic centimeters (cc) of the medication. The pump was delivering infumorph and bupivacaine. It was later reported that after the refill previously mentioned, the practitioner noticed fluid around the pump that was leaking through the skin, and when she pushed on the skin, fluid came out of the patients stomach area. The patient remained there under observation of hospital medical staff. The condition of the patient was unknown at that time. The patient's symptoms were noted to be numbness from the feet to the head with difficulty breathing. It was later reported that immediately following the refill previously mentioned, all of the medication ended up in the patient's bloodstream. The reporter stated the patient got paralyzed from the feet up to the neck, and fell to the floor while trying to get off the table. The patient also could not breathe due to their diaphragm being paralyzed. It was noted the hcp did CPR on the patient, and possibly tried to reverse the effects of the medication, although that could not be confirmed, and then they called 911. The patient was in the room for approximately 1.5 hours. It was noted the patient was later in a coma, on a ventilator for 2 weeks, had a heart attack, seizures, had a blood clot to the lung and had to have a tracheotomy. The patient's family noted initially being told by the physician that it could have been due to a filling error, then the hcp later alleged a pump malfunction rather than a use error. The hcp later told the family that the pump may have leaked and dumped all of the drug directly into her bloodstream, and he was going to remove the pump as the hcp indicated to the family that it was "his pump and he has every right to remove it." The family noted dissatisfaction and concern regarding the hcp behavior and handling of the event. The patient was still in the hospital, but it was noted the patient had "turned a corner"; was awake and alert, but had memory issues. Due to the concerns regarding the hcp, the family wanted an alternate provider to explant the pump to ensure the integrity and safety of the pump, if explant was the course of action that was taken. It was noted that the family had spoken to other physicians who were not willing to work with the patient. The family would be contacting their insurance company and requesting a case manager, and would also be working with the hospital in obtaining a patient advocate. It was later communicated that information suggested the event could have been due to a pocket fill. Due to having various/multiple reporters and accounting of events, it was not clear the exact cause or if it was in fact due to a pocket fill/use error or a malfunction, nor was it known if and/when there would be an explant procedure. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient was in a coma for a week, and the patient¿s kidneys were affected. The caller also mentioned respiratory failure. The pump was removed on (B)(6) 2013. It was noted the hospital pathology department had the pump and would release it in one week. It was also noted that the pump was showing eri for (B)(6) 2013. Additional information received reported that ¿the doctor just does not want to admit that he did a pocket fill, there is no other explanation¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l72771, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Removed previously reported conclusion code as it no longer applies due to product was returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional analysis revealed destructive analysis did not reveal anything new/significant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported they "missed the port" in (B)(6) of 2013 and as a result she went into a coma as previously reported. As reported, a new pump was placed in (B)(6) 2013. It was due to expected longevity. No further information related to the event was provided.

Event description:
It was later reported that all of the medication was injected into the patient and not into the pump. It was yet to be determined if the event was due to a pump error or human error.

Manufacturer narrative:
Analysis of the pump revealed overinfusion with an undetermined root cause. Information from the pump logs indicated the pump was programmed to the stop mode on (B)(6) 2013. The elective replacement indicator (eri) occurred on (B)(6) 2013 and end of service (eos) occurred on (B)(6) 2013. Eri and eos were normal with implant time. The log also indicated a motor stall recovery which meant there was a past motor stall and recovery during the pump¿s life. The pump was brought out of the "eos" state per laboratory procedure to allow for testing. The initial dispense test at 300 ul/day over dispensed at 16.64%. All other dispense and infusion testing had passed. Visual observation noted needle activity on the top shield. Further testing of this device may be warranted related to the over infusion. Analysis of the catheter noted it was returned in segments. The catheter pump connector had coring/tears/cuts in the seal due to the outlet port and not user related. In addition there was an anomaly of the non-sutureless connector pump connector. Further, the catheter had been implanted since 1999. The segments that were returned all had white foreign material on the surface of the catheter body. The straight pump connector took on a ¿set¿ or could be considered ¿bent¿ and was no longer ¿straight.¿ the pump connector suture ring broke and a leak developed in two areas on the pump connector due to extra stress on the pump connector during implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.